Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The sensing vector at the time of the shock was set to the secondary vector. The clinic has now reprogrammed the sensing vector to the primary sensing vector. There were no additional adverse patient effects. The system remains implanted.